Event description:
It was further reported that the target lesion was located in the liver bile duct. The physician monitored the withdrawal of the stent delivery system (sds) under fluoroscopy and the sds was removed completely.

Event description:
It was reported that withdrawal difficulties were encountered. Using a contralateral approach, a 10x60x75 epic¿ stent was advanced to treat an unspecified lesion. The stent was deployed correctly, but on withdrawal of the delivery system, post deployment, the nose cone snagged on the proximal end of the stent. The physician had to use force to pull the system free and noted that this occurred due to the angled anatomy and not the stent itself. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).